Manufacturer narrative:
The reported oad was received for analysis with the guide wire engaged. Adhered biological material was observed on the distal and proximal edges of the driveshaft and crown of the oad. The guide was able to be removed from the driveshaft and tip bushing section of the oad with some resistance due to the adhered biological material. The morphology of the biological material is unknown and the root cause of the accumulated tissue could not be determined. When tested, the oad functioned as expected at all speeds with no anomalies noted. At the conclusion of the device analysis investigation, the cause of the reported event was unable to be confirmed. The device history record for this oad lot number has been reviewed. No issues or discrepancies were noted during this review that would have contributed to the reported event. The device met material, assembly, and quality control requirements. (B)(4).

Event description:
During a peripheral atherectomy procedure using a csi orbital atherectomy device (oad), the device became stuck in the lesion. During treatment of the target lesion in the popliteal, the oad became stuck in the lesion. The device and guide wire were removed together from the patient. Following removal of the device, the procedure was aborted and no further treatment was performed. It was reported to csi that the patient was stable during the entirety of the procedure and completion of a follow up procedure is anticipated.